Manufacturer narrative:
One sample and one photo of a 10ml tray product) p/n ¿ 309605) were received and evaluated. The tray sample received sealed is missing all the variable data on the top web, and the photo shows the variable data missing on the top web of the tray as described above. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the label missing defect is associated with the packaging process. Manufacturing personnel have been notified of this incident to increase awareness of this matter. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Materials: 309605 batch#: unknown. It was reported that the bd luer-lok label content was missing. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Dmr # 375. Po #: unknown. Defect material description: syringe tray, 10ml bd 20pk (ref. 309605). Lot number: unknown. Item code: 309605. Defective quantity: (B)(4). Defect description: one pack of bd 10ml syringes missing lot information on packaging. Pack is available to be returned. Observed date: november 18, 2024. Observed during which process stage: picking.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.